Event description:
It was initially reported on (B)(6) 2026 that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient contacted dexcom on (B)(6) 2026 and provided further event details. On (B)(6) 2026, the patient reported inaccurate dexcom cgm readings while at school. After not feeling well, she was advised by her professor to go to the hospital. Testing at school indicated ketones in her urine; the patient is a physician assistant student and had access to testing equipment. At that time, the cgm reading was 143 mg/dl, while a fingerstick blood glucose (fsbg) measurement was 386 mg/dl. The patient was experiencing abdominal pain, vomiting, frequent urination, and disorientation. The patient went home first and was then transported by her mother, to the hospital arriving at approximately 3:00 pm. Upon arrival, the mother could no longer recall the cgm or fsbg readings. The patient underwent EKG and ECG testing and received treatment including IV fluids (lactated ringer¿s), ondansetron, famotidine, and ibuprofen 400 mg. The mother recalled that medications were administered via IV, gargled, and orally, though she could not specify which medication corresponded to each method. The patient was diagnosed with hyperglycemia and was discharged a few hours later on the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.